Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, gst60w had malformation of staple line with psee60a. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p57927. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60w cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.